Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that upon inspection, customer found that the air blower is not functioning. Customer also reported they replaced the bronze filter, but issue persisted. There was no patient harm reported.

Manufacturer narrative:
The customer did not return the defective device, however they did provide the log files for review which showed the errors present. A faulty blower is the most likely cause of the reported issue. Technical support advised the customer to replace the blower, followed by calibration, blower calibration, and then repeating the insp block valve test. The blower is under warranty, and a replacement was sent to the customer. A follow-up was requested from the customer regarding the blower replacement; however, no reply from the customer has been received at this time.